Manufacturer narrative:
(B)(4).

Event description:
Received report that the pt is feeling stimulation in the wrong location, both programs are not covering the areas that they used to cover. Pt was in a minor car accident about a month ago and is receiving physician therapy, mostly hot packs. Add'l info has been requested, but was not available at the time of this report. If info becomes available, a follow up report will be sent.